Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles. Customer¿s blood glucose level was 8.2 mmol/l at the time of incident. Approximate size of air bubbles was large air bubbles not the small champagne type. Troubleshooting was performed for air bubbles anomaly. Customer stated the location of the air bubbles was bottom of the reservoir and then float to the top and appearing at the bottom. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer was new to this insulin pump had this one up until a week ago and before was using smaller reservoirs which was 1.8 and smaller and not sure because larger reservoir when they pulled plunger down and looked like air was coming from bottom of reservoir. Customer stated there were no visible air bubbles and maybe new and not familiar with technique and good now on this reservoir. The customer was advised when ready to remove do not pull unscrew and counter clockwise position but also advised before placing insulin inside of reservoir do have to fill with air first and then went through steps. The reservoir will not be returned for analysis.